Event description:
Reporter alleged obtaining discrepant results stored in the memory of the compact system. Reporter alleged that it stored 260 mg/dl instead of 82 mg/dl and 85 mg/dl instead of 230 mg/dl. Reporter stated that she ate ice cream before obtaining the actual results. No other actions were reported. A request was made for the return of the suspect device and replacement product was sent.